Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
The customer reported touchscreen issue. The customer called the manufacturer's remote service technician to determine if the unit was listed on the unit affected list and the manufacture remote service technician confirmed it was not. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer declined repair services at this time.

Manufacturer narrative:
G4: 05jun2020. B4: 06jun2020. A touchscreen assembly was returned for analysis. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The determination could be made that the device failed to meet specifications, the reported complaint touchscreen failed was duplicated. The touchscreen is not responding to touch coordinates when tested in a known good user interface system. Supplier workmanship issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.